Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the air/water-channel/cylinder due to insufficient reprocessing. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3: preparation and inspection: IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to initial reporter. MFR report #9610595 - 2023 - 14037. Patient identifier: (B)(6).

Manufacturer narrative:
The device was returned as part of the asset return process. During evaluation, the device had remaining foreign material from previous procedures. The customer reported the device had been reprocessed prior to returning the device. Additionally, the evaluation revealed the following findings: air water-cylinder had no color; suction-cylinder had no color; switch box had a scratch; forceps channel port had corrosion; light guide lens had a crack; connecting tube had a wrinkle; universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The evis exera iii gastrointestinal videoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found air water tube had foreign material. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.